Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned photographs confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150680004 work order (B)(4) was manufactured on 15 nov 2020. (B)(4) parts were manufactured per specification and all raw materials met specification. There was one scrap part associated with lot 9631314. The part was scrapped off at the machining step in the process. The reason code a559: cone profile. All part at the machining step in the process are 100 percent inspected on a cmm (co-ordinate measuring machine). The cmm reports were reviewed as parts of this DHR review. All scrap parts were removed from lot 9631314 as per (B)(4) scrap procedure, therefore there is no correlation with the complaint failure mode. There were no nrs (non-conformance records) associated with lot 9631314. There was no material reprocessing reports (mrr) associated with lot 9631314.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. When the purple protective cover was removed, the numbers and marks of the protective cover were left on the surface of the tray. The surgeon opened a new tibial tray, but the condition was the same. However, since the marks were thin, it was used as it was. The surgery was completed successfully and there was less than 30min surgical delay. No further information is available.